Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified right superficial femoral artery (rsfa). After a non-bsc guide wire crossed the lesion, a 4.0x100mm, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 5x100mm mustang balloon catheter. No patient complications or issues were reported.